Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high result of "12.0 mmol/l" on the subject meter compared to "9.0 mmol/l" on a onetouch ultra meter, performed within an unknown time of each other. This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.